Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was an issue experienced in loading and firing of clips. There were no clips able to be fired from the device. They used another unit of the same product. No patient injury.